Manufacturer narrative:
One device was returned for repair. Review of event history found multiple instances of "cassette not attached properly." There was no applicable service history. Primary problem of cassette not attached properly error was confirmed through functional testing. The downstream occlusion (dso) sensor was found to be unresponsive. Replaced dso sensor and dso seal. The upstream occlusion (uso) uso seal found damaged. Replaced uso seal. Device passed all testing criteria post repair.

Event description:
It was reported that the pump exhibited a cassette not attached properly error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.